Manufacturer narrative:
Follow-up #1: date of submission 04/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/29/2017 with the following findings: the up, down and ok buttons were unresponsive; the keypad cover was intact. The keypad cover was removed and no defects were found. The pump was opened and there was no damage to the keypad flex. Unrelated to the original complaint, the audio bolus button cover was damaged and moisture was observed inside; the audio bolus button was unresponsive. Also unrelated, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the buttons on the keypad were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.